Event description:
It was reported that the patient¿s device never worked. The paddle lead slipped and curled up. The battery also died due to it "sinking too far in her body." The patient was scheduled for a revision for (B)(6) 2013. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information found reported that an x-ray was performed which showed that the paddle lead slipped and curled up at the bottom. A patient outcome was not reported.